Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) has sticky haptics and a slow unfolding issue during a procedure. The instruments required to unlock the iol were also mentioned as necessary. The patient was not affected by this issue. No further detail was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that code 4114 provided in the initial MDR report for section h6 'type of investigation' has to be updated to the more appropriately code 4117 as the lens remains implanted. Therefore, this supplemental filing is to correct section h6 'type of investigation' with code 4117. The following section was updated accordingly: section h6 -type of investigation: 4117 - device not accessible for testing. Additional information: section h3: device evaluated by manufacturer: yes device evaluation: photographs provided by the customer were evaluated. The first photograph displayed the suspect lens inserted into the patient eye and the haptics stuck to the optic. The second photograph showed the handpiece with the suspect product serial number. Due to no product received, no further evaluation could be performed and no further issues could be identified. The complaint issue "unfolding issue¿ was not identified during photograph evaluation. The complaint issue "haptic stuck to optic" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.